Event description:
The complainant reported an under-delivery. The intended amount was 152 ml/hr; however, the actual amount delivered was 40 ml over 30 mins.

Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically.